Manufacturer narrative:
(B)(4). Investigation ongoing.

Event description:
As reported to field clinical specialist (fcs), post deployment of the 29mm sapien 3 valve, the patient passed away. The deployment strategy was performed by taking out 2-3cc and added the volume back for the second inflation. The final deployment result was nominal volume prep, 70/30 aortic/ventricular depth with trace to none paravalvular leak (pvl).  Unfortunately, the patient became unstable 1 ½ to 2 hours after the procedure.  An echo was performed and some lv dysfunction was noted and an effusion was present.  They took the patient back to the cath lab and performed coronary and aortic root angiograms. The physician did not see anything that would explain the echo findings. The valve was intact and was functioning normal. The patient continued to become more unstable and the decision was made to take him to surgery. The surgeon removed the thv implant and stated that there was a tear between the annular and mitral skirt. The patient didn¿t tolerate the surgery very well and expired the following morning.

Manufacturer narrative:
Thv tvt registry. Additional images were reviewed (echo images). The procedural echo tte showed mild pvl, and an unknown metal device implanted in rv. The post- procedural echo tee (1-2 hours after the implant) showed a pericardial effusion. Impressions/ recommendations: CT images (limited quality because of artifact) show aortic annulus compatible for 29mm s3. 3mensio reports recreated for the purpose of the review show anomalous left main take off from right coronary artery (rca) and a calcified circumflex artery (cfx) running down aortic/mitral curtain before bifurcating. There is a 29mm s3 valve deployed 70/30 in a horizontal aorta. Valve post dilated x1 (with normal volume). There are no fluoro images that show aortic annulus rupture or pericardial effusion at the end of the s3 implant and post dilation. It was reported that the patient become unstable 1 to 2 hours after the implant and was reevaluated with angiogram and echocardiogram. No fluoroscopy images received for evaluation. Echo images show a contained pericardial effusion. The dimension of the annulus, aortic valvular complex and absence of calcium in the annulus are in favor of s3 29 implant. The position of an anomalous calcified cfx between the aortic annulus and the mitral annulus makes the implant difficult to impossible because of the risk of compression/obstruction. Deterioration of the patient in the hours after the procedure may be related to the compression of the calcified circumflex artery running along aortic annulus (lcc and ncc) in the aorto ¿ mitral curtain.

Manufacturer narrative:
(B)(4). The pre-op CT, procedural cine and procedural echo images were provided to edwards for review. The pre-op CT and procedural images were reviewed by an edwards physician, and the following observations and impressions were provided.     From the pre-op CT, a 3mensio was recreated. The CT had artifact. The aortic annulus was compatible for a 29mm s3. An anomalous left main take-off was seen coming from the right coronary artery (rca).  The anomalous circumflex artery (cfx) ran down in the aortic/mitral curtain and was calcified between the ncc and lcc. The procedural echo was not reviewed. Per the procedural cine, an unknown device was seen in right ventricle (possible leadless pacer). The patient had a horizontal aorta. The sapien 3 (s3) valve was implanted 70/30 aortic/ventricular. Post dilation was performed once. No images related to the aortic annulus rupture or pericardial effusion were provided. Impression/recommendations: CT images had artifact, however aortic annulus was compatible for 29mm s3 valve.  3mensio reports were recreated by physician proctor and edwards imaging specialist.  CT images showed an anomalous left main take-off seen coming from rca and calcified cfx running down aortic/mitral curtain before bifurcating in 2 vessels.  29mm s3 valve deployed 70/30 in a horizontal aorta.  Valve post dilated x1 (with normal volume).  There are no images that show aortic annulus rupture or pericardial effusion.  Unable to confirm annulus rupture, however, possible cause of patient becoming unstable 1-2hrs after the implant may be due to a coronary compression as the anomalous circumflex artery ran along aortic annulus in the aortomitral curtain and likely became compressed with valve deployment.    Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci).   There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure.  According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest the cause of patient becoming unstable 1-2hrs after the implant was due to a coronary compression of the anomalous circumflex artery, which ran along aortic annulus in the aortomitral curtain.  The annular rupture was unable to be confirmed.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Reference CAPA-20-00141.